Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a regular re-operation to replace the plate used by the patient, it was detected three cortex screws broken. These screws were replaced and according to the available information, the broken were disposed. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Event date: unknown. Implant date: unknown. Explant date: unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.